Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.75x38 synergy¿ stent was selected. During preparation of the device outside the patient's body, the stylet was removed from the device; however, the stent was pulled off the stent delivery system balloon and remained on the stylet. The procedure was completed using a non-bsc stent and the patient was recovering satisfactorily. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with only stent struts at the proximal and distal end receiving minimal damage compared to the mid-section portion of the stent. The mid-section appears to have been severely stretched with the stent struts distorted out of their original crimped stent profile. The stent delivery catheter was not returned for analysis. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.75x38 synergy stent was selected. During preparation of the device outside the patient's body, the stylet was removed from the device however the stent was pulled off the stent delivery system balloon and remained on the stylet. The procedure was completed using a non-bsc stent and the patient was recovering satisfactorily. This product is only ous approved but it is similar to an approved us device.